Event description:
On (B)(6) 2015 I was at a (B)(6) store in (B)(6). I had no issues until I got to the check out and then I began to have an allergic reaction. My eyes started to sell and water and my nose filed and my lips began to swell. The bagger was wearing very cheap latex gloves. The reaction continued even though she moved but the gloves were still at her station. Someone else bagged my groceries (I was able to stop her before she really got going) and within 20 minutes of leaving the area I was fine. I have an allergy to latex gloves. Tested in 1990's none since then. Event abated after use stopped: yes.